Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "effect of reduced diameter neck stem on incidence of radiographic cup loosening and revisions in charnley low-frictional torque arthroplasty¿. On 11 jun 2019: ¿effect of reduced diameter neck stem on incidence of radiographic cup loosening and revisions in charnley low-frictional torque arthroplasty¿ was reviewed for MDR reportability. The study compared the incidence of radiographic loosening and revision of the cup in 2 groups of patients: those with 12.5-mm-diameter neck stem (972 hips) and those with 10-mm-diameter neck stem (261 hips) over a 20-year period, at comparable depths of cup penetration. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: acetabular loosening, impingement, migration, and wear. Femoral head wear. Femoral stem loosening and impingement.